Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. Blood glucose was 238 mg/dl. Reportedly, the customer replaced the needle tip and filled the cartridge successfully.